Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4),

Event description:
The customer called and reported she was hospitalized with high blood glucose of 856 mg/dl, diabetic ketoacidosis and dehydration. The customer stated the infusion set cannula was bent and her blood glucose began to go high. She was going to change the infusion set but passed out when she got home, leading to the hospitalization. Customer was treated with an insulin drip. Customer stated there was scar tissue related to insertion site location. At the time of this report, customer's blood glucose was 278 mg/dl. The customer declined to troubleshoot for high blood glucose with the insulin pump, stating she had already done so twice at the hospital with her doctor. Customer was advised to monitor the issue.